Event description:
Affiliate reported spontaneous adjustment and when the surgeon attempted to reprogram the device, the device would not reprogram. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.